Event description:
Device report from synthes reports an event in the USA as follows: it was reported that on (B)(6) 2022, (B)(6) was performing an l3-5 fusion with bilateral pedicle screws and rods at each level from l3-l5 along with tlif interbodies at the disc spaces of l3/4 and l4/5. (B)(6) placed 75mm (5.5 diameter) rods into the tulip heads and provisionally tightened each screw. When he was final tightening the set screw at left l5, the tip of the straight tip t25 driver standard broke off. The broken piece was removed and the driver was removed from the sterile field and replaced with a new one. There were no fragments left behind, and this did not result in a delay to the case. The case was completed successfully without further issues. This complaint involves one (1) device straight tip t25 driver standard. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.